Manufacturer narrative:
Two filters were returned for evaluation at their manufacturing site. The filters appeared used and had been eto sterilized. A device history review was performed and no deviations were noted that would relate to the reported deviation. The luer connector of both devices was pulled and detached from the tubing. The tubing and luer were both visually inspected. Both the tubing and luer connector of each device showed minor discoloration from application of bonding solvent. Based on the investigation of this type of deviation, and appearance of the parts reported prior to this event, it was concluded that the proximate cause appears likely to be that the amount of bonding solvent was insufficient to assure proper adhesion between the connector and tubing. As a CAPA, it had been discovered that the solvent which re-circulates in the automatic solvent dispenser would over a sufficient number of solvent applications, dissolve sufficient polymer to diminish the volume of solvent, resulting in a less reliable bond. A maintenance schedule was implemented that established limits for the number of assemblies that could be produced before the dispenser brushes were cleaned and the number of assemblies that could be produced before the solvent was replaced. The lot number of the device involved in this report was manufactured before the addition of the dispenser maintenance schedule, and the void inspection flex test. As a further CAPA for the manufacture of product with less than optimal bonding for this and any other root cause, based on previous experiences of bond separation, an additional step was implemented to the manufacturing process on october 4, 2007. This step required an operator add a void inspection flex test (which includes twisting and bending of the junction) to all units after the tubing had been added to assure that bonding was sufficient. The device involved in this event was manufactured prior to the implementation of this test. Summary: the user's report was confirmed and the root cause was determined to be an inadequate maintenance schedule for the manufacturing equipment involved. Ca and pa's that were instituted after the date of manufacture of the involved device are expected to reduce or prevent a recurrence of this nature. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that, during laparoscopic surgery procedures, there were five instances of the device?s luer connector detaching from the insufflation tubing. The reporter expressed concern that, in the future, this could lead to dissuflation and collapse of the peritoneum affecting the ongoing surgical procedure.